Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6) hospital. Block e1 (initial reporter address 2): (B)(6) . Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a150103 captures the reportable event of bands prematurely deployed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anal orifice during an internal hemorrhoid ligation procedure performed on (B)(6) 2024. During the procedure, the bands could not be deployed. When the scope was pulled out, it was noticed that the release line was stuck on the third ligation band and was disconnected from the device, and the two bands at the tip were knocked off during removal. The procedure was completed with another of same device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6). Block e1 (initial reporter address 2): (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a150103 captures the reportable event of bands prematurely deployed. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing had four bands still attached to it. The ligator housing teeth were bent. The handle had evidence that the trip wire was secured. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed and the bands prematurely deployed cannot be confirmed as it could not be seen during the product analysis since this problem would only be able to be seen during the procedure and there were no photos or evidence showing that the bands got deployed prematurely. Upon analysis, it was found that the ligator housing had four bands still attached to it and the ligator housing teeth were bent. It is possible that this problem when trying to deploy the bands, might have to do with the technique used by the physician or the way the device is being handled, perhaps the way the device was placed or the tortuosity during the procedure was affecting the functionality of the handle, and this made the bands feel difficult to be deployed. The marks on the ligator housing teeth implies that the device might have been used with too much force in order for the teeth get damaged or perhaps this could be attributed to the way the physician was entering the device through the patient, could have also affected the functionality of the handle when deploying the bands. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anal orifice during an internal hemorrhoid ligation procedure performed on (B)(6) 2024. During the procedure, the bands could not be deployed. When the scope was pulled out, it was noticed that the release line was stuck on the third ligation band and was disconnected from the device, and the two bands at the tip were knocked off during removal. The procedure was completed with another of same device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.